Manufacturer narrative:
(B)(6). A review of the controller log files associated with the event captured in (B)(4) showed no alarms have been logged in the last 14 days of available data. Log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of controller log files revealed parameters to be within normal pump operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management may have contributed to this reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2014 due to severe chest pain, fever, and poor appetite. Ultrasound of the abdomen revealed a 5x4cm abscess at the lower sternum and track down to vad exit site. Pus was noted. (B)(6) was detected. The patient was subsequently placed on intravenous (IV) vancomycin 500 mg and 1gm meropenem, and three times a day and gentamycin x 6/52. A small incision and drainage (I&d) procedure was performed on (B)(6) 2014. The patient was on daily dressing changes. The patient was discharged "well" on (B)(6) 2014 with lower sternal wound healed and closed. Of note, it was indicated that the patient had impaired hygiene and non-compliance.